Manufacturer narrative:
Root cause: use error: the pump user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water, and a malfunction alarm occurred. In addition, it was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 266 mg/dl.